Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that there were no end of life alerts. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No in jury or medical intervention was reported.